Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73f1400504 was confirmed. During visual inspection all components looked well assembled, no stuck clip in jaws. Functional inspection: applier was fired (activated) and one clip was loaded, closed & released. Then applier was activated with jaws down and clip was loaded, closed & released. A total of 11 clips were released properly. Samples received did not confirm the defect reported by the customer "not locking" during visual inspection. A functional inspection was performed with the remaining clips received, the device worked properly. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing. However, we will continue to monitor trending of similar complaints.

Event description:
Alleged event: the clip could not be locked and it was dropped into the patient's body. The clip was removed from the patient's body. The patient's condition was reported as fine.

Event description:
Alleged event: the clip could not be locked and it was dropped into the patient's body. The clip was removed from the patient's body. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73f1400504 investigation did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.